Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that restenosis is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU)as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the index procedure was (B)(6) 2013 and that restenosis was confirmed in the previously implanted stent in the proximal circumflex artery through coronary angiography during the eight month follow-up visit. There was no reported treatment given. No additional information was provided.